Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the lower case, battery drawer were broken and contaminated, the upper case and bail covers were broken, the battery release was contaminated, the battery contacts were compressed, the display was missing pixels and the heart lead flex was out of specification. (B)(4).

Event description:
It was reported the a (atrial) +/- connector is broken, cannot attach cable. It was also reported the v (ventricular) connector is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection noted possible cracked signal traces, no other anomalies were observed. Bench analysis revealed intermittent continuity and cracked circuit traces. Conclusion: the functional test failure seen during repair of the device was caused by intermittent circuit path continuity.